Manufacturer narrative:
Model number/catalog number 72404155, serial number n/a, batch/lot number 107185005, model/catalog description reservoir 65 ml pc/iz, unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported inflation issue, fluid leak and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; inflation issue, fluid loss and non-functioning device issues are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to inflate the device. Additionally, a fluid loss was identified, with the device malfunction believed to originate from the exit tubing between the cylinder and the pump on the left side. Therefore, the device was removed and replaced. No patient complications were reported.